Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance and noise over-sensing. No intervention or changes were reported, and no patient consequences were reported.